Event description:
It was reported that there was oversensing on the right ventricular lead. Since the oversensing appeared intermittent, the lead remains in use and the patient will be monitored more frequently. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
We are redacting FDA report number 2649622-2012-01729 because the same event was already reported in FDA report number 2649622-2012-01410. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed oversensing, with 17 - vf<=210 ms average v-cycle between (B)(4) 2011 03:11:02 and (B)(4) 2011 15:28:34, and interference/noise, with ventricular short interval count v-sic=24.4 counts avg/day, in 211 days, between (B)(4) 2011 14:52:13 and (B)(4) 2011 14:29:55.